Event description:
It was reported to philips that the device had a power overlay malfunction. The device was reported to have been in testing while being set up for use. There was no delay in therapy and no patient harm. An authorized service personnel(asp) was dispatched to the customer site and it was determined that the power switch overlay needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the power switch overlay to resolve the issue and bring the device back to functionality.